Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller from a law office inquired how to obtain results stored in the memory of a patient's coaguchek xs meter due to a legal investigation. The manufacturer's call center agent described how to access the meter memory. The caller indicated that the patient's physician did not have inr values listed for the patient. The patient passed away (B)(6) 2012; cause of death and circumstances are unknown, however the caller stated he "bled out" and "an ambulance was involved." It is unknown if the meter was in use at the time of the patient's death. During a subsequent phone call, the original caller asked the agent if results from the coaguchek xs meter could be downloaded if the meter were returned to the manufacturer. The agent's supervisor explained this is not a feature of the coagucheck xs system, and that should the meter be received by the manufacturer for investigation, it would not be returned to the patient's family. There was no allegation the meter did not perform according to specifications. No additional information is available regarding the patient or if the meter was used within 24 hours of the death. The meter was requested for investigation but will not be returned to the manufacturer for investigation.